Event description:
It was reported that a tandem mobi cartridge alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer followed instructions from technical support to remove the cartridge from the pump and complete a 9-unit bolus, which was successful. The customer was then able to reload the original cartridge and resume insulin therapy, resolving the issue.